Manufacturer narrative:
(B)(4). Evaluation results: visual inspection of the returned product found optic has several tears and is torn apart. Lens returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The trailing plate haptic tore upon insertion into the eye. The lens was removed with incision, not enlarged, but sutures were required. A competitor's lens was implanted. The reporter stated, the cause of incident was due to loading error.